Event description:
It was reported that the ventricular lead exhibited an instance of high impedance and multiple episodes of noise. It was also noted that the patient had previously experienced high ventricular rate episodes due to noise in (B)(6) 2013; it was noted that the device was programmed to fixed sensitivity at that time. The patient was asymptomatic. No intervention was performed at this time and the patient would be monitored.